Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified iliac vein. After placing an 18 mm wallstent, a 8-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, on the second inflation at 5 atmospheres for 25 seconds, the balloon ruptured. The balloon catheter was removed and the procedure was completed with another of same device. No patient complications were reported.